Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 clarifier: excessive force.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 7f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after pre-deploying the suture, the foot plate failed to fully close. The device was able to be removed by pulling with additional force. The sheath was upsized, and the procedure was completed. Hemostasis was achieved with one pre-placed prostyle device and one angioseal. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficult to close was not confirmed as the foot deployment and retraction were verified via manually opening and closing the lever with no difficulty noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to close could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Reportedly, force was used to remove the device. Per the instructions for use, do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. Therefore, a notification letter is not required.